Event description:
Customer was hospitalized due to dka, troubleshooting was done and pump failed the prime test. Customer did not have another infusion set to run the prime test a second time. Customer's mother later called stating that the md would like the pump replaced.